Event description:
It was reported that the patient received 19 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the atrial lead exhibited undersensing. The device was explanted and replaced and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6932 implantable tachy lead - (B)(6) 2001; 6937a implantable tachy lead - (B)(6) 2001. (B)(4).